Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The devices involved remain implanted in the patient; therefore, a device evaluation could not be completed. A clinical evaluation of the adverse event/incident was completed. An examination of the medical imaging received by endologix shows the type iiia endoleak of the aortic components and the type ia endoleak complaints are unconfirmed. The reported additional endovascular complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. Procedure related harms could not be determined. However, there was concomitant product use at the index procedure. It is unclear if this contributed to the reported event. The final patient status was reported as being hospitalized post additional endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation¿s outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text : device remains implanted

Event description:
The patient was treated for a fusiform abdominal aortic aneurysm on (B)(6) 2023, with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal. The afx2 bsg was deployed via the right access. Subsequently, the afx vela infrarenal was deployed, positioned to align with the distal neck. Although no endoleak was observed on angiography, the contralateral leg was deployed at a steep angle, showing narrowing. Despite percutaneous transluminal angioplasty being performed, a pressure gradient persisted; therefore, a bare metal stent was deployed to resolve the issue, and the procedure was completed. It was reported to the distributor on 17 june 2026 that a type iiia endoleak had been identified. Reintervention was completed on (B)(6) 2026. An afx vela infrarenal was deployed; however, the type ia endoleak was not resolved. A gore (non-endologix) cuff was also deployed. After confirming the absence of the type ia endoleak, the procedure was completed. The patient is currently hospitalized.